Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of device /migration of essure device location of device: uterus"), menorrhagia ("heavy menstruation /abnormal bleeding (menorrhagial") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 34-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension, vaginal pain, itching, burning sensation, leiomyoma, uterine bleeding and cervical polyp. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced candida infection ("infection (bladder/ urinary tract/vaginal) type : candidiasis") and vulvovaginitis ("vulvovaginitis"). In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain / pain, intermittent to constant, mild to severe at times"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with vicodin (norco), ibuprofen, metronidazole (flagyl), surgery (bilateral saplingectomy (bilateral removal of fallopian tubes)), surgery (ablation) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device expulsion, menorrhagia, pelvic pain, vaginal haemorrhage, candida infection, vulvovaginitis, depression, anxiety and fatigue had not resolved. The reporter considered anxiety, candida infection, depression, device expulsion, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginitis to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain, device expulsion. Most recent follow-up information incorporated above includes: on 31-jul-2018: pfs received. Reporter added, patient demography, updated product details, new events abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: candidiasis, vulvo vaginitis, psychological or psychiatric problems condition: depression and mental anguish, fatigue. Added concomitant diseases , added treatment drugs, lab data, updated event device dislocation to device expulsion. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("coils migrated pretty far and she said it may come out on its own from kidney"), device expulsion ("migration of device /migration of essure device location of device: uterus"), menorrhagia ("heavy menstruation /abnormal bleeding (menorrhagial") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 34-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension, vaginal pain, itching, burning sensation, uterine leiomyoma, uterine bleeding and cervical polyp. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced urogenital infection fungal ("infection (bladder/ urinary tract/vaginal) type : candidiasis") and vulvovaginitis ("vulvovaginitis"). In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain / pain, intermittent to constant, mild to severe at times"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with vicodin (norco), ibuprofen, metronidazole (flagyl), surgery (ilateral saplingectomy (bilateral removal of fallopian tubes)), surgery (bilateral saplingectomy (bilateral removal of fallopian tubes)), surgery (ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation outcome was unknown and the device expulsion, menorrhagia, pelvic pain, vaginal haemorrhage, urogenital infection fungal, vulvovaginitis, depression, anxiety and fatigue had not resolved. The reporter considered anxiety, depression, device dislocation, device expulsion, fatigue, menorrhagia, pelvic pain, urogenital infection fungal, vaginal haemorrhage and vulvovaginitis to be related to essure (ess205). The reporter commented: she felt that she was giving birth. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion . Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain, device expulsion . Most recent follow-up information incorporated above includes: on 22-oct-2018: social media received. Added event coils migrated pretty far and she said it may come out on its own from kidney. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("coils migrated pretty far and she said it may come out on its own from kidney"), device expulsion ("migration of device /migration of essure device location of device: uterus"), menorrhagia ("heavy menstruation /abnormal bleeding (menorrhagial") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension, vaginal pain, itching, burning sensation, uterine leiomyoma, uterine bleeding and cervical polyp. Concomitant products included panadeine co (tylenol #3) from 2006 to 2017. In october 2006, the patient had essure (ess205) inserted. In january 2011, the patient experienced urogenital infection fungal ("infection (bladder/ urinary tract/vaginal) type : candidiasis") and vulvovaginitis ("vulvovaginitis"). On 1-jan-2012, the patient experienced pelvic pain ("pelvic pain / pain, intermittent to constant, mild to severe at times") and fatigue ("fatigue"). In january 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On 1-jan-2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On 22-oct-2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On 1-jan-2016, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal):vaginal"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with vicodin (norco), ibuprofen, metronidazole (flagyl), surgery (ilateral saplingectomy (bilateral removal of fallopian tubes), total hysterectomy), surgery (ilateral saplingectomy (bilateral removal of fallopian tubes), total hysterectomy), surgery (ablation) and surgery (ablation). Essure (ess205) was removed on 20-apr-2017. At the time of the report, the device dislocation and vaginal infection outcome was unknown and the device expulsion, menorrhagia, pelvic pain, vaginal haemorrhage, urogenital infection fungal, vulvovaginitis, depression, anxiety and fatigue had not resolved. The reporter considered anxiety, depression, device dislocation, device expulsion, fatigue, menorrhagia, pelvic pain, urogenital infection fungal, vaginal haemorrhage, vaginal infection and vulvovaginitis to be related to essure (ess205). The reporter commented: she felt that she was giving birth. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in january 2007: total bilateral occlusion concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain, device expulsion most recent follow-up information incorporated above includes: on 6-nov-2018: plaintiff fact sheet received. Events added from pfs- infection (bladder / urinary tact / vaginal):vaginal. Onset date of event vaginal haemorrhage, menorrhagia, pelvic pain, fatigue were updated. Concomitant drug were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils migrated pretty far and she said it may come out on its own from kidney'), device expulsion ('migration of device /migration of essure device location of device: uterus'), menorrhagia ('heavy menstruation /abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 25-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension, vaginal pain, itching, burning sensation, uterine leiomyoma, uterine bleeding, cervical polyp and diabetes. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) from (B)(6) to (B)(6) . In (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2011, the patient experienced urogenital infection fungal ("infection (bladder/ urinary tract/vaginal) type : candidiasis") and vulvovaginitis ("vulvovaginitis"). On (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain / pain, intermittent to constant, mild to severe at times"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal):vaginal"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with antibiotics, hydrocodone bitartrate;paracetamol (norco), ibuprofen, lisinopril, metformin, trazodone, valsartan and surgery (ablation, total hysterectomy (uterus and cervix removed), bilateral salpingectomy, ablation and ilateral saplingectomy (bilateral removal of fallopian tubes), total hysterectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, vaginal infection and abdominal pain lower outcome was unknown, the device expulsion, urogenital infection fungal, vulvovaginitis, depression, anxiety and fatigue had not resolved and the menorrhagia, pelvic pain and vaginal haemorrhage was resolving. The reporter considered abdominal pain lower, anxiety, depression, device dislocation, device expulsion, fatigue, menorrhagia, pelvic pain, urogenital infection fungal, vaginal haemorrhage, vaginal infection and vulvovaginitis to be related to essure (ess205). The reporter commented: she felt that she was giving birth. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain, device expulsion. Most recent follow-up information incorporated above includes: on 17-jul-2019: pfs received- new event lower abdominal pain were added. Treatment drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("coils migrated pretty far and she said it may come out on its own from kidney"), device expulsion ("migration of device /migration of essure device location of device: uterus"), menorrhagia ("heavy menstruation /abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension, vaginal pain, itching, burning sensation, uterine leiomyoma, uterine bleeding and cervical polyp. Concomitant products included codeine phosphate; paracetamol (tylenol with codeine no.3) from 2006 to 2017. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced urogenital infection fungal ("infection (bladder/ urinary tract/vaginal) type: candidiasis") and vulvovaginitis ("vulvovaginitis"). On (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain / pain, intermittent to constant, mild to severe at times") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal): vaginal"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with hydrocodone bitartrate; paracetamol (norco), ibuprofen, metronidazole (flagyl) and surgery (ablation, ablation and bilateral salpingectomy (bilateral removal of fallopian tubes), total hysterectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation and vaginal infection outcome was unknown, the device expulsion, urogenital infection fungal, vulvovaginitis, depression, anxiety and fatigue had not resolved and the menorrhagia, pelvic pain and vaginal haemorrhage was resolving. The reporter considered anxiety, depression, device dislocation, device expulsion, fatigue, menorrhagia, pelvic pain, urogenital infection fungal, vaginal haemorrhage, vaginal infection and vulvovaginitis to be related to essure (ess205). The reporter commented: she felt that she was giving birth. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, device expulsion. Most recent follow-up information incorporated above includes: on 1-feb-2019: previously reported events: "heavy menstruation /abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), pelvic pain / pain, intermittent to constant, mild to severe at times" outcome updated to "recovering / resolving" from pfs. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and menorrhagia ("heavy menstruation"). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed. At the time of the report, the device dislocation, pelvic pain and menorrhagia outcome was unknown. The reporter considered device dislocation, menorrhagia and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.